Event description:
Medtronic received information from hospital of a patient death. There was no mention that any medtronic equipment directly or indirectly contributed to the death; however, medtronic was asked that the instruments involved be evaluated. The procedure was a mitral valve repair and the procedure was completed without incident. The patient was removed from the pump to verify the performance of the patient's valve repair. The performance was inadequate; therefore, the decision was made to re-cannulate and place the patient back on bypass. It was reported that the cannula was thought to have been inserted too far, which inhibited good flow/drainage. At this point, the perfusionist attempted to get better flow by increasing the bioconsole rpm's, resulting in air being introduced into the system around the cannula. Due to the volume of air entering the system, sufficient de-airing of the system could not be achieved. It was reported that the patient did not wake up following the procedure, and expired.

Manufacturer narrative:
Evaluated and normal function observed. Analysis: a medtronic service technician visited the hospital and performed inspection & evaluation of the instruments. All instruments performed as intended with no problems noted. Conclusion: investigation into the event did not identify a product malfunction, design issue, or device malfunction that would have caused or contributed to the event. User interface appears to be the root cause for the reported event. Evaluation of product complaints notes no trends for this observation.